Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had multiple motor error alarms during priming. The customer did not recall any significant events leading up to the motor error alarm. The customer also reported that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 94 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no motor error or excessive no delivery alarm noted and passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests also, passed motor test. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.